Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion but no occlusion was found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported problem, alarm(sound) indicating downstream occlusion when there was no occlusion was found, was not available to the evaluator at the time of evaluation. The device was no longer in its received condition and could not be evaluated for the reported problem. The evaluator observed no abnormalities during evaluation, found all sensors within expected range, and no visual abnormalities that could cause or contribute to the reported problem were observed. The device will be subject to all testing through the service process prior to return to the customer. The device was found within specification in relation to the customer reported alarm indicating downstream occlusion. A review of the event history log identified single event of downstream occlusion on the reported event date. Multiple events of "downstream occlusion!" Were recorded throughout the history log, however the log cannot be used to distinguish true from false alarms. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.